Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and kidney infection ('infection (other) describe: kidney') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), food allergy ("allergic or hypersensitivity reaction type: food allergies"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), adrenal disorder ("neurological conditions or problems type: chronic fatigue / other injury(ies) or complication (s) please describe: adrenal fatigue/exhaustion / fatigue"), fatigue ("neurological conditions or problems type: chronic fatigue / other injury(ies) or complication (s) please describe: adrenal fatigue/exhaustion / fatigue"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: leaky gut;"), vulvovaginal pain ("vaginal pain") and arthralgia ("joint pain") and was found to have blood oestrogen abnormal ("hormonal changes describe: estrogen dominant"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"), fungal infection ("gastrointestinal or digestive system condition type: systemic yeast") and tenderness ("painful to be touched"). The patient was treated with surgery (essure coil removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, kidney infection, blood oestrogen abnormal, food allergy, vaginal infection, female sexual dysfunction, dyspareunia, anxiety, depression, adrenal disorder, fatigue, bladder disorder, urinary tract disorder, gastrointestinal disorder, vaginal discharge, fungal infection, vulvovaginal pain, arthralgia and tenderness outcome was unknown. The reporter considered anxiety, arthralgia, bladder disorder, blood oestrogen abnormal, depression, dyspareunia, fatigue, female sexual dysfunction, food allergy, fungal infection, gastrointestinal disorder, kidney infection, pelvic pain, tenderness, urinary tract disorder, vaginal discharge, vaginal infection and vulvovaginal pain to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs received: case become incident. Previously reported event injury nos was replaced with new events: pelvic pain, estrogen dominant, food allergies, vaginal infection, apareunia (inability to have sexual intercourse), kidney infection, anxiety, depression, bladder or urinary problems or changes, chronic fatigue, dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, gastrointestinal or digestive system condition type: leaky gut; systemic yeast, adrenal fatigue/exhaustion, vaginal pain, joint pain were added. New concomitant conditions were added. Lab data was added. Indication was updated. Reporter added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.